Manufacturer narrative:
(B)(4). Evaluation summary: the analysis site confirmed the customer complaint. The main pcb board was replaced to correct the issue. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, the generator could not be powered. Another generator was used to complete the procedure. No pt consequences were reported.